Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown person with the patient's date of death. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately six months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.